Event description:
It was reported that the pt had experienced a return of symptoms including increased baseline spasticity. The event occurred following a motor stall that was caused by an MRI. The stall occurred in 2008 and the recovery occurred approx one and a half months later, when the pump was re-interrogated. The concentration and daily dose of baclofen being delivered via the pump were not reported. Add'l info has been requested, but was not available on the date of this report.